Event description:
It was reported the spring wire guide was found kinked during use on the patient. A new device was successfully used. The patient's condition is "fine".

Manufacturer narrative:
(B)(4). The customer returned an open kit including: the guide wire in its advancer, an introducer needle, and non-arrow components for analysis. Signs of use in the form of biological material were observed. Visual analysis confirmed that the guide wire contained a kink near the distal tip of the guidewire. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. There was a kink 25mm from the distal tip of the guide wire. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.850 mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was inserted through the laboratory arrow raulerson syringe (ars)/introducer needle assembly and was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink near the distal j-bend of the guide wire. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. A new device was successfully used. The patient's condition is "fine".